Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon leaked once it was inserted into the patient, because it could not retain the water.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿balloon not completely sealed to shaft". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon leaked once it was inserted into the patient, because it could not retain the water. Per additional information received via email on 23may2024, it was reported that the issue was the balloon was leaking significantly and catheter fell out. Stated that patient had this happen twice only once did they see the leaking balloon; it was possible the other one did this as well however was not actually witnessed. Due to manufacturer recommendations, they were unable to check balloon prior to insertion.